Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿long strand of hair¿ inside the packaging of a trifurcated fluid transfer tube set. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a hair was observed inside the sterile packaging. The reported condition was verified. The cause was determined to be manufacturing issue. Standard controls are in place to limit contamination in the pouches. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.